Event description:
Add'l info rec'd from MFR 6/25/01: this incident may have been the result of an insufficient amount of epoxy within the needle well that secures the cannula inside the hub, due to a faulty electronic eye that unfortunately went unnoticed. If the eye doesn't see a cannula no adhesive is dispensed. To address this issue, mfg has developed a corrective/preventive action program which includes a thorough investigation of the in-process inspection and a series of improvements ot the adhesive application and the electronic eye systems to provide a more accurate application and control. This also includes challenges routinely performed to the system.

Event description:
Add'l info rec'd from MFR 6/25/01: this incident may have been the result of an insufficient amount of epoxy within the needle well that secures the cannula inside the hub, due to a faulty electronic eye that unfortunately went unnoticed. If the eye doesn't see a cannula no adhesive is dispensed. To address this issue, mfg has developed a corrective/preventive action program which includes a thorough investigation of the in-process inspection and a series of improvements to the adhesive application and the electronic eye systems to provide a more accurate application and control. This also includes challenges routinely performed to the system.

Event description:
The needle center does not appear to seat properly all the time, occasionally falling off the syringe before use.